Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation, however, the vial of strips used for the 4.7 inr result is no longer available. The provided test strips were the ones used for the 4.4 inr measurements and they were with a lot number of 62216021 and an expiry date of 31-dec-2023. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.8 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2023 at 8:52 a.m. The patient had an initial meter result of 4.7 inr and upon re-test at 9:20 a.m. The meter result was 4.4 inr. The patient tested again at 11:45 a.m. And got a meter result of 4.4 inr while sometime between 11:30 a.m. And 12 p.m. The laboratory result was 3.4 inr. The exact time when the laboratory measurement was taken is unknown. The lot number of the test strips used for the 4.7 inr measurement was unknown while the lot number of the test strips used for the 4.4 inr measurements was 62216021. The patient's warfarin dose was held based on the laboratory result. The patient used a different finger at least for one of the repeats on the meter. The patient's therapeutic range was 2.5-3.0 inr. The patient's interval of testing is every 2 weeks.